Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. No alarm was noted. The insulin pump had a scratched display window, cracked battery tube threads and a missing end cap sticker.

Event description:
The customer reported an alarm and insulin squirting out during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.